Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Corrosion was found in the connector oxide. Wo item matches the serial label. Unit was cleaned and disinfected. Unit is functional. The power connector was completely destroyed. It was determined that the device was not acceptable for use therefore the device was scrapped. (Please check the evaluation results. You must need to make sure that you put the results under repair evaluation task or inv task) if any additional information is received, a follow up report will be filed.